Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("coil from remote essure procedure became embedded in uterus."), embedded device ("coil from remote essure procedure became embedded in uterus."), perforation ("perforation of organs") and device dislocation ("migration of implant") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma. Concurrent conditions included abdominal pain, shortness of breath, rib pain, small bowel obstruction, nausea, granulomatous disease, urinary tract infection, intra-abdominal abscess, fever chills, hematuria, dry heaves, musculoskeletal pain and neck pain. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (underwent surgery to remove the essure implant). Essure was removed on (B)(6)-2013. At the time of the report, the device expulsion, embedded device, perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, device expulsion, embedded device, pelvic pain and perforation to be related to essure. The reporter commented: 3 coils were visible in the uterine cavity. Right side 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)-2013: small bowel obstruction which appears distal and may be at terminal ileum. Prior hysterectomy. Most likely cyst in the liver. Prior granulomatous disease.. Pathology test - on (B)(6)2013: uterus with cervix, resection. -chronic ¿mild acute and chronic inflammation. -myometrium-adenomyosis. -endometrium -spiral spring like structure. Received in formalin. The cervical mucosa is somewhat rough and slightly hemorrhagic and the endocervical canal is patent. Within the endometrial cavity there is a spiral spring like device measuring 3.2cm in length attached to a strand of silver possible wire.. Most recent follow-up information incorporated above includes: on (B)(6)2019: mr received. Events:coil from remote essure procedure became embedded in uterus were added. Medical history, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (underwent surgery to remove the essure implant) and surgery (underwent surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "she did not undergo essure confirmation test", added, patient and product information updated from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (underwent surgery to remove the essure implant) and surgery (underwent surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.